Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic bilateral inquinal hernia while putting the progrip mesh through the trocar the grey plastic piece at the top of the trocar dislodged and went into the patient. The surgeon was able to remove the piece from the patient and concluded the procedure with another trocar. There was no harm to patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one . The device was received with the flapper valve and seal disengaged from the trocar. The balloon inflated properly and no leaks were detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged valve may occur when mishandled during clinical application. The root cause of the observed damage was anticipated misuse that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.